Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot configure drawer 4 and 5. A technical support specialist (tss) guided the customer through defining the drawer settings, reconfiguring and repositioning the drawers, and loading medications after configuration. Further the customer followed the steps provided by tss and resolved the issue. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, medications could not be loaded into drawer 5 as expected, and the drawers needed to be reconfigured. However, there were no adverse events or injuries reported based on this event.